Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that while drilling over the guide pin, the drill bit fractured. After surgery an x-ray determined that the fractured portion of the device remains in the pt.